Manufacturer narrative:
Beginning may 31, 2012, us and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 14 years old and was last returned to the manufacturer for repair on (B)(4) 2007. Initial inspection of the device observed damage to the side plates, gear and carrier guide. Investigation of the device also determined the comb and roller were damaged. It was also noted during repair that the bushing in the side plate was missing. The device was repaired with new side plates, bushing, comb, roller, gear and carrier guide. Two cutters, 1.5:1, serial number (B)(4), and 3:1, serial number (B)(4), were returned with the device. Neither of these cutters produced an unacceptable sample graft. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy.

Event description:
It was reported that the zimmer skin graft mesher was not working properly. Despite multiple follow up attempts with the customer, no additional information was able to be obtained regarding the reported event.